Manufacturer narrative:
A getinge - maquet representative visited the clinic. It turned out that the transporters had been maneuvered inattentively and in not normal manner which may have led to these incidents. During the initial product by getinge - maquet the attendance of the clinic personal to participate in the training was extremely low which explains the non-optimal use of the transporters. The potentially affected transporters were examined. No sharp-edged areas could be determined. All examined transporters comply with the specification. Upon request by the clinic the customer was offered a re-training for product handling. The customer was contacted to make an appointment and to clarify the details. However, getinge - maquet has not received any feedback until today so that no re-training of the users has taken place. Since these three incidents occurred in one clinic and due to the fact that the attendance of the clinic personal during the initial product training by getinge. Maquet was extremely low we assume use error as root cause in these cases. But even when the product is used in correct manner the user has to pay attention that the transporter does not collide with other equipment or objects. Also the user always has to ensure that no one can be subject to pinching or shearing action or injury in any other way. The risk of injury is inherent as it results from the moving mass of the transporter (pushed transporter) and thus any blunt edge can lead to abrasion or laceration when driving on or colliding with any limb. Getinge - maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
Mfg. Reference # (B)(4).

Manufacturer narrative:
We contacted the customer and asked for additional information but at the time of this report no further information was available. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
It was reported by the customer that during transfer of the patient the user's foot came under the transporter. While attempting to pull out the foot the user sustained a cutting injury to the foot. It was also reported that two users, however due to carelessness, have been injured on the foot while maneuvering the transporter. Mfg. Reference #(B)(4).